Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13e31025, h13g08029, h13d08067, and h13h20055 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent and abdominal pains coincident with peritoneal dialysis (pd) therapy. The patient was admitted to the hospital on the same day for the peritonitis. The patient was treated with unspecified antibiotic therapy while hospitalized and was discharged two days later. Pd therapy was ongoing throughout the peritonitis event. The cause of the peritonitis was unknown. Approximately a month later, the patient was readmitted to the hospital with the same peritonitis event that he has been trying to recover from. The patient¿s pd therapy was discontinued, pd catheter was removed and the patient was placed on hemodialysis. The patient was recovering from this peritonitis event. The patient was discharged from the hospital 6 days after being readmitted. No additional information is available.